Event description:
Contacted regarding erroneously low vancomycin test results from a single pt. The pt was being treated with vancomycin. A blood sample was drawn and tested for the vancomycin level. The results of: 20.2, 22.4 and 26.2ug/ml were obtained. The doctor increased the drug dosage due to a low recovery. The customer indicated that after the dosage increase, the pt was re-drawn and the vancomycin test was repeated. The vancomycin result did not increase as expected (25.4ug/ml), and the doctor questioned the results. The pt's sample was sent to a reference lab for testing; the vancomycin result was 87.4ug/ml (critical high). Since this event, the customer has been sending all vancomycin samples to the reference lab for verification. The reference lab results indicate the anomaly with the vancomycin test is isolated to this pt. The pt's sample was tested for vancomycin 2 days later. The cx9pro result was 19.9ug/ml, vs. Result obtained at the reference lab as 48.1ug/ml.